Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 340 mg/dl. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer declined to load a new cartridge. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.